Manufacturer narrative:
H4: the device was manufactured from may 20, 2022 - may 21, 2022. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were visually inspected which showed images of white drug residue inside a yellow color bag suggesting a leak problem may have occurred. The white drug residue was observed near the blue winged luer cap. Fluorouracil has a tendency to form white residue when the liquid form is exposed in open air. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. There was visible white residue inside the bag of the device. This was observed prior to dispensing. The device was filled with fluorouracil 4600mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.